Event description:
Customer activated a pod in the evening on (B)(6). Her bgs were within normal range (70-250 mg/dl) until (B)(6) at 2:12 am, when her bg read 464 mg/dl. The pod was deactivated minutes later and she noticed the cannula was bent and had a little blood on it. The pod was not returned for evaluation.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned, however, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also good idea to check your blood glucose about two hours after each pod change inserted, hyperglycemia may result." Additionally the user guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." Product lot qualification records were reviewed and determined to have passed all acceptance criteria.